Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was leaking gas after a repair. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated information: e2, e3, g3, g8, h10, h11. Corrected information: g1 (contact person), h8.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was leaking gas after a repair. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.